Event description:
It was reported that the field emt discovered that the driver stored in the yellow case no longer worked and the outer casing was melted. Another driver was used. This driver was put into service in (B)(4)2014. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and observed that the housing was visibly deformed/melted and the label affixed to the motor was melted and stuck to the internal housing. The driver had no power and the led indicator light did not flash green or red when the trigger was actuated. The trigger guard had been removed and no issues were found with the trigger itself. A review of manufacturing records did not yield any relevant findings. The device was subjected to a battery test and a firmware analysis which confirmed that the device was at the end of its useful life. The driver appears to have run without stopping for an extended period. The provided instructions include storage methods along with illustrations for clarification. The potential cause is operational context as incorrect storage can lead to inadvertent trigger activation and battery depletion. No further action will be taken.